Manufacturer narrative:
Concomitant medical products: etlw1613c156e, stent, implanted: (B)(6) 2020; etlw1613c156e, stent, implanted: (B)(6) 2020; esbf3214c103e, stent, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted on the right atrial (ra) lead during atrial tachycardia at) / atrial fibrillation (af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.